Event description:
Reportedly, the instrument did not place properly formed staples on the tissue and the surgeon decided to resect the tissue containing the malformed staples to complete the case without further incident.